Event description:
During surgery, rod reducer would not disengage from the saddle of the pedicle screw.

Manufacturer narrative:
Engineering evaluation of the returned instrument noted that the locking pin would either allow the instrument to lock or fail to lock depending on the rotational orientation of the pin. The locking pin functions by being forced into a slot by spring force when the member that locks onto the screw head is located at the proper axial position. Failure of the pin to retain this lock implies possible wear that affects the ability to positively retain or deformation that doesn't permit the pin to engage the locking slot. Alternatively, when the locking pin is engaged and then rotated clockwise one of two events happen: the locking mechanism disengages, which may be caused by wear of the pin as previously mentioned or the pin rotates until notable resistance is felt; attempts to pull the locking pin to unlock the instrument are extremely difficult. Wear and/or deformation of the locking pin from repeated use is likely the root cause. A DHR review indicates this part has been previously reworked to the most current revision; there is no indication of nonconformities to device specification.